Event description:
It was reported that a core wire detachment occurred. A trace baseline pre-existing pericardial effusion was seen prior to the start of the left atrial appendage (laa) closure procedure. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The 24 mm closure device was deployed through the trusteer sheath. The implant met position, anchor, size and seal (pass) criteria, however the compression range measured low, between 12-13%. The 24 mm closure device was fully recaptured and removed from the sheath and patient. The physician elected to use a larger 27mm flx pro wds. The 27mm wds was prepped on the back table. The seal was broken, flushed out the back of the y-port, the touhy was closed tightly as continuing to flush. The 27mm wds was then hooked up to the manifold and pressurized heparinized saline. The 27 mm wds was introduced to the trusteer sheath with a wet-to-wet connection. The wds was advanced until it reached the second fluoroscopy marker on the sheath. The wds was maneuvered left to right and snapped into the trusteer sheath. The closure device was unsheathed into a flx ball that was two times the diameter of the sheath and the system was advanced into an anterior lobe. Some extension was applied to the sheath while device was in flx ball to access the full depth of anterior lobe. The closure device was deployed, and forward pressure was applied. Upon visualization on intracardiac echo (ice), the closure device was observed to be too proximal. A decision to recapture and reposition was made. When physician attempted to recapture the closure device, it was recognized that the device had prematurely released from the core wire. The watchman delivery system and trusteer sheath were removed. The physician decided to introduce a non-boston scientific (bsc) steerable catheter with a 10mm non-bsc grasping device. As soon as the physician made contact with the closure device in the laa, it embolized into the left atrium (la) and into the left ventricle (lv) where it attached to a posterior leaflet of the mitral valve. The patient remained stable. The decision was made to send the patient for surgery to retrieve the closure device. Perfusionists were contacted, a cardiothoracic (CT) surgeon was contacted, and the patient was transported to the operating room for device retrieval and an atriclip was placed. The patient was admitted to the cardiovascular intensive care unit (cvicu) for monitoring and recovery.

Manufacturer narrative:
Media evaluated by bsc medical safety: two (2) transesophageal echocardiography (tee) video loops were submitted for review. The first one was showed the deployed device in a too proximal position. It also showed in the first half of the loop that the tip of watchman sheath in typical close proximity to the threaded insert of the deployed device, but that in the second half that the sheath had now moved away from the threaded insert confirming detachment of the core wire. The second video loop showed an embolized device in the left atrium (la) above the mitral valve. Per the media review, the device did not meet position, anchor, size and seal (pass) criteria.

Event description:
It was reported that a core wire detachment occurred. A trace baseline pre-existing pericardial effusion was seen prior to the start of the left atrial appendage (laa) closure procedure. A left atrial appendage (laa) closure procedure was being performed. A watchman trusteer access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The 24 mm closure device was deployed through the trusteer sheath. The implant met position, anchor, size and seal (pass) criteria, however the compression range measured low, between 12-13%. The 24 mm closure device was fully recaptured and removed from the sheath and patient. The physician elected to use a larger 27mm flx pro wds. The 27mm wds was prepped on the back table. The seal was broken, flushed out the back of the y-port, the touhy was closed tightly as continuing to flush. The 27mm wds was then hooked up to the manifold and pressurized heparinized saline. The 27 mm wds was introduced to the trusteer sheath with a wet-to-wet connection. The wds was advanced until it reached the second fluoroscopy marker on the sheath. The wds was maneuvered left to right and snapped into the trusteer sheath. The closure device was unsheathed into a flx ball that was two times the diameter of the sheath and the system was advanced into an anterior lobe. Some extension was applied to the sheath while device was in flx ball to access the full depth of anterior lobe. The closure device was deployed, and forward pressure was applied. Upon visualization on intracardiac echo (ice), the closure device was observed to be too proximal. A decision to recapture and reposition was made. When physician attempted to recapture the closure device, it was recognized that the device had prematurely released from the core wire. The watchman delivery system and trusteer sheath were removed. The physician decided to introduce a non-boston scientific (bsc) steerable catheter with a 10mm non-bsc grasping device. As soon as the physician made contact with the closure device in the laa, it embolized into the left atrium (la) and into the left ventricle (lv) where it attached to a posterior leaflet of the mitral valve. The patient remained stable. The decision was made to send the patient for surgery to retrieve the closure device. Perfusionists were contacted, a cardiothoracic (CT) surgeon was contacted, and the patient was transported to the operating room for device retrieval and an atriclip was placed. The patient was admitted to the cardiovascular intensive care unit (cvicu) for monitoring and recovery.